Manufacturer narrative:
Manufacturer¿s investigation conclusion: review of the submitted log file confirmed the reported low flow events. Although a specific cause for these findings could not be conclusively determined through this evaluation, the account communicated that these events were associated with a proximal outflow graft twist. The report of a proximal outflow graft twist was unable to be confirmed through investigation of the returned device. A direct correlation between the heartmate ii left ventricular assist system (lvas), serial number (B)(6) , and the report of dyspnea, lower extremity swelling, chest pressure, pleural effusion with overlying atelectasis, and vessel infarctions could not be conclusively established through this evaluation. The pump was returned assembled with the driveline cut approximately 4.5 inches from the pump housing, and the distal portion of the driveline was not returned. The sealed inflow conduit was returned attached to the pump inlet port. The apical sewing ring was not returned. Approximately 2 inches of the sealed outflow graft was returned attached to the outflow elbow, which was returned attached to the pump outlet port. The sealed outflow graft bend relief and the sealed outflow graft bend relief collar were returned disconnected from the graft hardware. Evaluation of the sealed inflow and outflow conduits revealed no evidence of laminated or denatured depositions or thrombus formations. The outflow graft was returned sutured closed at approximately 1 inches from the graft attachment. Upon removal of the suture, a small, triangular-shaped cut was observed in the graft. This suture and cut appeared to have occurred during the explant procedure. A sutured pledget was observed approximately 0.5 inches from the graft attachment. Another suture was observed opposite the pledget, and a small cut was noted. Although the cuts found 0.5 inches from the graft attachment appeared to have occurred during the explant procedure, this investigation was unable to determine the length of time that the sutures had been present in the graft. An outflow graft twist could not be confirmed. Upon disassembly of the pump body, visual inspection of the pump¿s blood-contacting surfaces revealed no evidence of laminated or denatured depositions or thrombus formations. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump underwent cleaning, reassembly, and functional testing under load conditions using a mock circulatory loop. The retrieved data revealed pump power consumption and pressure values that met manufacturing specification. The pump operated as intended. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), is currently available. Section 1 ¿introduction¿ of this document lists peripheral thromboembolic events as adverse events that may be associated with the use of heartmate ii lvas. Section 4 ¿system monitor¿ explains that pump flow is estimated based on pump power. Section 5 ¿surgical procedures¿ outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. The IFU states that the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure. The IFU also states to "verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief. The line should be straight." This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may lead to serious adverse events such as low left ventricular assist device flow and/or bleeding. Section 6 ¿patient care and management¿ contains information regarding the recommended anticoagulation therapy and inr range. Additionally, section 6 lists thromboembolism as a potential risk/adverse event that may be associated with the use of heartmate ii lvas. This section also outlines indications of pump thrombosis, as well as how to respond to such events. Section 7 ¿alarms and troubleshooting¿ outlines all system controller alarms, including the low flow hazard alarm, and provides information regarding how to respond to and troubleshoot the alarms. The heartmate ii lvas patient handbook is currently available. Section 5 ¿alarms and troubleshooting¿ outlines all system controller alarms, including the low flow hazard alarm, and provides information regarding how to respond to and troubleshoot the alarms. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient has a history of gastrointestinal bleeds.

Manufacturer narrative:
The patient's previous gastrointestinal bleeds are documented in manufacturer report number 2916596-2020-02794, 2916596-2020-02796, and 2916596-2020-02799. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
Section b5, d4, d6: additional information no further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that vad- 62132 was implanted on (B)(6) 2017.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient presented to the hospital due to low flow alarms happening for the last four days with complaints of: increasing shortness of breath, dyspnea on exertion (doe) during mild to moderate acvities with lower extremity swelling and chest pressure. Patient does not take aspirin due to an history of gastrointestinal bleeds. His inr goal is 2.0 ¿ 2.5. In the 30 days prior to the event, there were two instances that patient was below range with inr of 1.8 both times. On the day of admission, his inr was 3.4. Echocardiographic ramp study performed with speed increased from 9000-10800 rpm without change in left ventricle (lv) cavity size and aortic valve (av) remained open every beat and septum position midline. On (B)(6) 2020, a pump exchange was performed.